Manufacturer narrative:
Batch documentation review: batch review results- no specific cause for this complaint was determined from the review of the manufacturing records and procedures or the inspection reports. Batch has expired 30/nov/2006. The relationship, if any, of the device to the reported incident/ adverse event is unk. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established.

Event description:
A mother reported that her son experienced several ocular "infections" while using complete moistureplus. Pt has been using the brand for several years, and experienced his first "infection" mid-summer. He sought treatment from his eye care practioner; advised to discontinue lens wear and prescribed tobradex. His symptoms reappeared within 2 days of resuming lens wear. Reporter has not responded to our requests for additional information (3 letters, 1 phone call). Product expired same time that report was placed.